Event description:
In january 2006 the lay user/pt contacted lifescan alleging that her one touch ultra was reading inaccurately high. The pt tested 2 days later and obtained a meter reading "120 mg/dl." At the time of the test, the pt felt tired and dizzy. Following the use of the meter, the pt retested and got a reading of "174 mg/dl" and then was treated with insulin by a medical professional. Prior to receving medical attention, the pt also reported that she exercised. The times and order of events were not specified. The meter, test strips, and control solution were replaced. Based on the provided information, this complaint is being reported because the pt suffered symptoms of tiredness and dizziness, sought medical attention, and required insulin treatment.